Event description:
Two pumps were used and both failed to create a vacuum and to function properly. Biomed technical assessment: the suction gauges on both pumps were damaged when received in biomed. The pumps were both clean and functioned properly except for the gauges. The gauges appear to have been exposed to suction greater than their capacity. The labor and delivery staff said both gauge needles were on zero and appeared good when first used. Both gauges were replaced, then the devices were tested and returned to service. The defective gauges are stored and can be made available for further testing if necessary. There was no patient harm.